Event description:
It was reported that a violation of the knee capsule caused fluid to leak into the patient's leg (thigh) during a knee arthroscopy. This resulted in an unplanned incision to insert drains. The patient was then kept overnight. The reporter stated the pump pressure was initially 40. Because the picture on the monitor was cloudy and poor, the surgeon increased the pressure to 50, then 55, then 85. The cannula was then changed; the picture still did not improve. The pump then started to run loud and fast. Fluid bags began to drain rapidly. The machine alarmed and read fault. Pressure was decreased to 40 with no change. Flow was decreased from 100 to 30, which slowed the pump. The surgeon noticed an accumulation of fluid around knee. The pump was disconnected. The tubing chamber was noted to be half full. The surgeon inserted drains to decompress the thigh. Case was completed. Follow-up with the facility contact provided information that there are no updates on the patient condition. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device has been received and evaluation is in progress. Device history record review revealed nothing relevant to this event. Review of similar events reported to arthrex, where pump and tubing were returned for evaluation, indicate that or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. Other potential causes for such an event include a joint capsule which may have been compromised pre-operatively from prior injury or trauma, or intra-operatively from various surgical instrumentation or incorrect pump pressure settings. This is the first complaint of this type for this part /lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow up report will be submitted.